Event description:
This is a report from baxter (B)(4) of a leak which occurred at the connection between gang and stopcock after 2 hours of usage. The 3 gang manifold was connected with a filling device (a filling syringe) in which diprivan 2 % was injected. Small cracks appeared in the stopcock and the diprivan leaked out. The flow of the injector was 5 at 10 ml/hr. The reported condition occurred during use. No patient injury or medical intervention was reported.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. One companion sample was received for the reported condition of leak. The reported condition was not confirmed or duplicated. Batch review was conducted with no abnormality observed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).